Manufacturer narrative:
Qn# (B)(4).

Event description:
Pink hub came off of catheter. PICC was in patient for 2-3 weeks. No patient injury or harm reported. The patient's condition is reported as fine.

Event description:
Pink hub came off of catheter. PICC was in patient for 2-3 weeks. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one photo for investigation. Visual examination of the photo revealed the distal luer hub was separated from the distal extension line. The customer also returned one 3-l pi PICC for investigation. Signs of use in the form of biological material were present on the catheter. Visual inspection confirmed the distal luer hub was separated from the distal extension line and not returned. The catheter body was intentionally cut. The distal extension line was also kinked, showing evidence that the slide clamp was used as depicted in the customer photo. The total length of the returned catheter body measured 7 12/16" which indicates that at least 15 5/16" of the catheter body was not returned per catheter product drawing. The outer diameter of the distal extension line measured 0.095" which is within specifications of 0.093" - 0.097" per distal extrusion graphic. The inner diameter of the distal extension line measured 0.057" which is within specifications of 0.055" - 0.059" per distal extrusion graphic. The proximal and medial extension lines were flushed per IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both lines flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit states the following: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub; the luer hub was not returned. The catheter and the distal extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Without the luer hub, the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend complaints of this nature.